Event description:
After showering the patient picked up shower bench and placed it outside the shower on a rug. The patient sat down to dry himself off and a rear leg bent inward causing him to fall and sprain a finger. No medical attention was sought.